Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the manual reboot step of the updating process, when the customer was prompted to turn the pump off, it never turned back on. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump, reconnect to the computer, then hold the button down for 30 seconds; however, the pump would not turn on. The customer attempted using a power outlet, but no display was available. The customer was unable to continue the update process and was unable to use the pump. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.